Event description:
On 6/25/98, the following was reported to datascope: the iab was in an emergency situation during cardiac arrest while undergoing a femoral embolectomy & evacuation of a hematoma following the removal of a previous iab. During a routine check of the iab, the inner lumen tubing was noted to be "red streaked" in a splatter pattern. The cardiologist was notified & the iab was auto-filled. There was no blood return into the tubing. The cardiologist insisted that the "red streaking" was bacterial growth in the balloon tubing. The extension tubing was replaced as the balloon continued to augment. The "blood detect" alarm sounded on 6/2/98. The extension tubing was "red streaked." The iab had to be surgically removed from the pt followed by a vascular repair (the balloon was inserted on 5/8/98 & removed on 6/2/98 after approximately 578 hours of iabp). As a result of the event, the pt experienced an acute vascular trauma from the removal attempt. Another iab was not inserted into the pt's other artery because a femoral embolectomy was performed on that leg from a previous balloon removal. The pt is currently in acute septic shock & is still in ICU. [Event complications]: entrapped/surgery- rpt'd 6/3/98; bleeding/transfusion/thrombosis. [Pt's current status]: septic shock- rpt'd 6/25.

Manufacturer narrative:
As was discussed with cardiac assist these complaints were reported in co's benchmark registry database system. Benchmark is a pc-based, clinical data mgmt tool designed to capture info concerning each datascope iab used. Additionally, this registry enables hosp participants to provide co with complaint info electronically that describes the complaint event(s). In each of the referenced reports severe bleeding was indicated. During iab placement, bleeding occurs at the insertion site of the femoral artery. Bleeding at the insertion site may be caused by trauma to the artery during insertion of the iab catheter, or excessive catheter movement, or anticoagulation. Of the above-referenced reports, there was no mention of stent placement in the reports and therefore co believes that the second part of this question needs no further comment with the exception that datascope corp., cardiac assist division does not market a stent product.